Event description:
Customer reported there was another hospitalization event that hasn't been reported. Customer was unable to talk at the time of the call and requested a call back. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.